Manufacturer narrative:
A visual dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) was conducted on the reported serial number ((B)(4)). The DHR investigation did not show issues related to the complaint. A document assessment (fmea-product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reports that the unit is overheating. No patient injury/involvement reported.